Event description:
It was reported that prior to lead implant procedure the lead was tested and it was noted that helix extension was jumpy and had to be turned more than the recommended amounts. The lead was not implanted and a different lead had to be used. The patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.